Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor was fractured. It was also noted that the distal conductor was distorted, the defibrillation conductor was distorted, the defibrillation conductor was cut, the proximal conductor was cut, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing environmental stress cracking breach/breach (non-electrical, the outer insulation was breached cut, and there was blood in/on the helix/lobe mechanism. Visual analysis indicated that the right ventricular (rv) defibrillation conductor was cut at 51cm and there was explant damage.

Event description:
The lead was returned to the manufacturer after being explanted and subsequently tested out of specification. No patient complications have been reported as a result of this event.